Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failed. User tried to recover storage and reboot, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1-1 was failed due to a medication jam. A field service engineer cleared the obstruction and drawer recovered. Ran a test in hardware test application. The system functioned as intended after the field service engineer repaired the device.